Manufacturer narrative:
The device has not been made available tor evaluation. The root cause is unable to be determined. If any pertinent additional information is provided, a supplemental report will be submitted.

Event description:
Information was received the the rod broke just above the distal anchor on the left side.